Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble with their controller. Patient stated it was taking 2-3 hours to charge their implanted neurostimulator. Patient said if they had a full charge, they would lay down to charge and after an hour they would only be at 40% from 30% and it would take forever to get a charge. Agent asked event date and patient said they had been messing with it for probably a month. Patient mentioned they kept resetting the controller. During the call, patient reset the controller and confirmed there was no rattling or shaking in the controller, and no damage to the recharger. Patient then started a charging session and was able to start charging with excellent quality. Controller was at 100% and implant was at 30%. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.